Event description:
A 5 - 10 minute delay to defib patient due to initial fast patch ujnable to stick to hairy chesst. Developed arching of electrical energy resulting in burning hair. Believe burn occurred because of user error.